Manufacturer narrative:
Article citation: diwan, zoya. ¿case series and review on managing abscesses secondary to hyaluronic acid soft tissue fillers with recommended management guidelines." Jcad: the journal of clinical and aesthetic dermatology. 21 dec. 2020;13(11): 37-43. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Journal article titled "case series and review on managing abscesses secondary to hyaluronic acid soft tissue fillers with recommended management guidelines" reported: patient was seen on a dermal filler training day and juvéderm® voluma¿ with lidocaine was placed in multiple locations, including the cheeks and submalar regions. Patient was injected by delegates on a training course under the supervision of a cosmetic dentist. The patient saw their gp seven days after injection reporting swelling of the right cheek. Patient has a penicillin allergy and was prescribed erythromycin 500mg four times per day. At day 10, patient returned to cosmetic dentists clinic and a 1 cm by 2 cm area of non fluctuant swelling was observed over the right cheek, just inferior to the orbital rim which was tender and had mild overlying erythema. The patient was prescribed metronidazole and declined hyaluronidase. The patient developed another area of swelling over the left cheek which along with the first area of swelling improved over two days. Eighteen days after injection the swelling recurred in both cheeks while patient was on a trip. Patient refused to be seen by a plastics team and further treatment was delayed. The patient went to an alternative hospital the following day and had an incision and drainage with clindamycin 500mg once daily prescribed. Two months after injection, the swelling recurred a third time at the right zygoma and left submalar region. Hyaluronidase used (150 units initially, followed by 75 units 10 days later) and clindamycin and ciprofloxacin were started for eight weeks. Patient has no further recurrences and had a full resolution at 4 months.